Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that one bail cover was broken and the main printed circuit board was out of specification. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Further analysis was performed on the main pcb, battery flex and heart lead flex. Visual inspection did not reveal any anomalies. Bench testing and functional testing did not reveal any anomalies. Conclusion: could not reproduce the failure seen during repair of the device.